Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc, musculoskeletal disorder, depression and hemorrhoids. Concurrent conditions included kidney stone, flank pain, bipolar disorder and human papilloma virus infection. Concomitant products included pantoprazole (protonix) since 2014. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in legs"), weight increased ("weight increased"), infection ("infection nos") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy.), surgery (ablation) and surgery (on (B)(6) 2014 ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia and weight increased was resolving, the menorrhagia, vaginal haemorrhage, infection and urinary tract infection had resolved, the genital haemorrhage, abdominal pain lower, dyspareunia and female sexual dysfunction outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were properly placed; in (B)(6) 2011: total bilateral occlusion. On (B)(6) 2012 patient had pelvic transabdominal/transvaginal ultrasound resulted in 1.2 cm follicle right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Following event: urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc, musculoskeletal disorder, depression and hemorrhoids. Concurrent conditions included kidney stone, flank pain, bipolar disorder and human papilloma virus infection. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in legs"), weight increased ("weight increased") and infection ("infection nos"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia and weight increased was resolving, the menorrhagia, vaginal haemorrhage and infection had resolved, the genital haemorrhage, abdominal pain lower, dyspareunia and female sexual dysfunction outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were properly placed; in (B)(6) 2011: total bilateral occlusion. On (B)(6) 2012 patient had pelvic transabdominal/transvaginal ultrasound resulted in 1.2 cm follicle right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: reporter added ,lot number added, historical condition added, concomitant condition added, lab dat added, events added as :-abnormal bleeding -vaginal haemorrhage, abnormal bleeding-menorrhagia, apareunia (inability to have sexual intercourse), numbness in legs,weight increased, infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc, musculoskeletal disorder, depression and hemorrhoids. Concurrent conditions included kidney stone, flank pain, bipolar disorder and human papilloma virus infection. Concomitant products included pantoprazole (protonix) since 2014. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in legs"), weight increased ("weight increased") and urinary tract infection ("infections: urinary tract infection"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy.), surgery (ablation) and surgery (on (B)(6) 2014 ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypoaesthesia and urinary tract infection was resolving, the menorrhagia, vaginal haemorrhage and weight increased had resolved, the genital haemorrhage, abdominal pain lower, dyspareunia and female sexual dysfunction outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were properly placed; in (B)(6) 2011: total bilateral occlusion on (B)(6) 2012 patient had pelvic transabdominal/transvaginal ultrasound resulted in 1.2 cm follicle right ovary. (B)(6) 2010, (B)(6) 2010 fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.